Event description:
Complainant alleged that while attempting to treat a 60-year-old female patient, the associated device failed to discharge using these internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical corporation has received. This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.